Event description:
Reporter stated that caller from facility reported that the unit was displaying partial characters on the lcd display on station 4 and that there was a large crack across the display window. No pt involvement. The unit will be sent to product services for evaluation, but will be used for one day's compounding with station 4 not being used.